Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, not performing x-rays immediately after the procedure to confirm placement, implanting a damaged stimulator, the patient going through an MRI, implanting the stimulator after the expiration date, not prepping the skin with antiseptic solution, not using antibiotics preoperatively, using inappropriate tools and multiple tunneling attempts have been ruled out as potential causes. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion and wound not healing is unknown. Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported their wound never completely healed and erosion of one of their four implanted leads. Antibiotics were prescribed and two leads were successfully explanted on (B)(6) 2022. Unsure which two leads were explanted. Therefore, all four implanted leads were reported.